Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) called customer support and reported feeling pain. There were no reported issues with any fresenius products. The patient was advised to contact his pd nurse. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021, the patient was seen in the outpatient pd clinic for complaint of abdominal pain. The patient had a pd culture obtained (same day) which grew the organism staphylococcus, per the nurse. It was reported the patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime, per clinic algorithm. However, per the nurse, the patient continued to experience abdominal pain. Subsequently, on 11/dec/2021 the patient went to the hospital and was admitted for peritonitis. Reportedly, the patient received unknown antibiotics in the hospital. On (B)(6)2021, the patient was discharged from the hospital continuing pd treatment with the same cycler. The patient continues antibiotic therapy with vancomycin ip, per clinic protocol and is recovering from the event. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin and often associated with peritonitis. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021 this patient on peritoneal dialysis (pd) called customer support and reported feeling pain. There were no reported issues with any fresenius products. The patient was advised to contact his pd nurse. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021 the patient was seen in the outpatient pd clinic for complaint of abdominal pain. The patient had a pd culture obtained (same day) which grew the organism staphylococcus, per the nurse. It was reported the patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime, per clinic algorithm. However, per the nurse, the patient continued to experience abdominal pain. Subsequently, on (B)(6) 2021 the patient went to the hospital and was admitted for peritonitis. Reportedly, the patient received unknown antibiotics in the hospital. On (B)(6) 2021 the patient was discharged from the hospital continuing pd treatment with the same cycler. The patient continues antibiotic therapy with vancomycin ip, per clinic protocol and is recovering from the event. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.